Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "transmitter battery" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.